Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after using the device to clip the cystic duct on the specimen side and placing one clip on the proximal body side, the attempt to apply a second body side clip resulted in the device becoming locked on the cystic duct. The surgeon attempted to free the device for around ten minutes. The device wasn't freed until it caused an emulsion of the duct. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m9317p. The analysis results found that the el5ml device was received with no damage in the external components. Upon cycling the device, it was noted to be empty and the lockout and the orange indicator was found undertraveled. Upon cycling the device, it was noted to be empty and the lockout had been fired through. No functional test could be performed due to the condition of the returned device. The device was disassembled in order to evaluate the condition of the internal components and the ratchet pawl was found to be damaged, which suggests that the lockout mechanism was fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.